Event description:
It was reported that there was a hole in the patient line of a homechoice automated pd set with cassette. This was observed during priming for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and removing the cassette. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.